Event description:
On 9/4/2024, it was reported by a sales representative via phone that an ar-2372blo knotless ac tightrope button came loose before it could be passed through the coracoid. The threading trocar on the inserter that holds the distal button onto the device was not screwed in tightly. After the button was passed through the clavicle, the button came loose and could not be advanced through the coracoid. The button was still attached by the sutures. Everything was removed from the patient and a new ar-2372blo knotless ac tightrope was used to complete the case. This was discovered during an ac joint reduction procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.